Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. Just a drop of ophthalmic viscosurgical device (ovd) is observed in the device. The plunger has been advanced into the mid nozzle and is advanced under the lens. The lens is advanced at the nozzle entry. Photo review: received photos shows a company device, the intraocular lens (iol) is advance to nozzle entry. The plunger is advanced into the mid nozzle and appears to have advanced over the iol. Plunger underride was observed on the returned product. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was charged normally and when surgeon pressed the injector to come out, the lens stuck to it and did not pass. Additional information has been requested.

Manufacturer narrative:
The sample is available for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).